Event description:
It was reported that during a tunica vaginalis testis procedure the iliac vein was injured and a vascular surgeon was called in to repair the injury. The pt was admitted to ICU critical condition. The pt required 5 units of blood to be transfused, but was reported to be recovering without any other complications at this time.